Event description:
The end of the hex bits contained within these augments snapped on the final turn of the torque driver. An audible click was heard and the augments were attached securely to the implants, but the hex bits fractured in the process, leaving the broken tip flush but within the head of the screws. No delay in surgery. Hospital disposed of the products locally. Qty: 2 tips broken off in femoral augments; 1 in tibial wedge.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. The initial reporting stated the product would not be returned. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.